Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a ncircle tipless stone extractor was unable to retract once it was opened. The issue was noted during a trial before use. The only "incidence" was the use of a second device since the problem was identified during a trial before use on the patient. Additional patient and event information have been requested.

Manufacturer narrative:
Corrected information: h6: component code (annex g). Event description: as reported, during a ureteroscopy (urs), an ncircle tipless stone extractor was unable to retract once it was opened. The issue was noted during a trial before use. There was no attempt to close the basket prior to device removal from the plastic tray. The device was tested prior to use while in the uncoiled position. A new extractor was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation / evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle delta wire tipless stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned in its shipping tray inside an opened outer package. The device was returned with the handle and the basket formation in the open position. The mlla [male luer lock adapter] was tight. The collet knob was loose. The polyethylene terephthalate tubing [pett] was missing and not returned. The cannulated handle was not caught in the collet as it should be. There were kinks in basket sheath 3 cm, 36.5 cm, and 37.5 cm from the distal tip. The basket sheath and the support sheath were detached. A functional test determined the handle did not actuate basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was open and it could not be closed. The cannulated handle (the proximal end of the basket assembly) was not secured to the handle by the collet. The collet knob was found to be loose. The collet knob is tightened with a torque driver during assembly, and the basket is functioned multiple times during manufacturing and subsequent quality control checks to ensure functionality, making a manufacturing issue unlikely. A likely cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 20jan2022: the procedure being performed was a ureteroscopy (urs). There was no attempt to close the basket prior to device removal from the plastic tray. The device was tested prior to use while in the uncoiled position. A new extractor was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.